Manufacturer narrative:
H11: b1 and h1 were updated to report type adverse event.

Event description:
It was reported that during a surgical procedure, the first bone pin was inserted in the femur through the tissue protector and it became stuck when the surgeon tried to remove the protector. Trying to back out the bone pin by reversing the drill, the head of the pin snapped off into the pin driver. This left the broken pin inside the tissue protector and in the femur. The pin was removed turning the entire tissue protector around it enough times to unthread the pin manually from the femur. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.